Event description:
Patient was revised due to the loosening of the tibial base plate due to detachment from the competitor's cement.

Manufacturer narrative:
The x-rays and returned product were evaluated by the depuy warsaw development engineer. Examination of the returned tibial tray component could not confirm the reported loosening. The investigation could not determine the root cause of the reported problem, but cement technique may have been a contributing factor. The need for corrective action was not indicated.